Event description:
Event description: patient reported that the livongo blood pressure monitor was giving her high readings.patient contacted their physician and had medication adjusted based on these high readings.patient later went to the doctor after receiving a high reading and had their blood pressure checked in the office and it was lower than the livongo monitor. Manufacturer narrative(provided by livongo): although the patients medication was adjusted due to the readings that were suspected to be high there was no reported adverse event or reactions due to the medication adjustment.the device was returned to the manufacturer and testing was performed.the device performed as intended and no problems were found.root cause of the reported event was unable to be determined.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action 1.establish a regular communication mechanism with customers 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.